Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following pre-dilatation, a 3.00x12mm synergy xd stent was advanced to treat the lesion. However, the device got caught at the calcification and the tip part of the stent got lifted. Dilatation was performed again and a 4x16mm synergy xd stent was placed. The procedure was completed. There were no patient complications nor injuries reported.